Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. This report is for an unknown device/unknown lot. Part and lot number are unknown; UDI number is unknown. (B)(4).

Event description:
Pinnacle ppf received. Ppf alleges loosening of cup, bone fracture, infection, and loosening of stem. There were no product details provided. Doi: (B)(6) 2010 - dor: (B)(6) 2012 (left hip).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  UDI: (B)(4).

Event description:
Ppf alleges metal wear, metallosis and elevated metal ions. Added revision hospital, surgeon, and updated product details.

Event description:
Medical records were received: ppf alleges physical and mental pain, discomfort, anguish, and emotional distress. After a review of the medical records, the patient was revised to address loosening of the stem, hip infection, hip pain, discomfort, effusion, mild elevated sed rate elevated c-reactive protein, and osteolysis. Operative note reported some silver discoloration to the joint fluid which suggested melanosis, there were more than 20 white blood cells per high power field. It was assumed patient had an infection. All components were explanted. However, the femoral component had multiple attempts to removed it. Multiple slim osteotomy's were used to break up interface between the bone and the prosthesis this was done extensively it would not budge. They have to do an extended femoral osteotomy in order to remove the prosthesis. Eventually, the component was extracted from the femur. Pathology reported left hip tissue acute and chronic inflammation. Doi: (B)(6) 2010. Dor: (B)(6) 2012. Affected side: left hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.